Event description:
This report is based on information provided by remote service engineer rse, product support engineer, service engineer and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus pro indicating the dc (direct current) charging port has a broken pin. No patient involvement as this reported problem occurred while at the bench.